Manufacturer narrative:
Device was not returned and no lot number was provided, an investigation could not be performed. Also the accompanying x-ray did not allow for a conclusive statement regarding a possible failure reason, however narrative can be confirmed from provided x-ray. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient date of birth and weight are not available for reporting. Date of event is unknown. (B)(4). It was not reported if and when the revision surgery will be done to explant the nail. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. (B)(6). (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow. It was reported that on (B)(6) 2015, patient was implanted with 9x200mm pfna ii nail and 90mm blade to treat left femur. Approximately six months post-surgery, it was found that the pfna ii nail has broken. It was reported that the patient was treated conservatively. Patient outcome was not reported. Concomitant part reported: blade (part# 04.027.053s, lot# unknown, quantity: 1). This report is for one (1) pfna ii nail. This is report 1 of 1 for (B)(4).